Event description:
It was reported that during an unknown procedure, device was fired once and it was stuck. The fire trigger was no longer functional, the blade couldn't move forward neither backward. They had to open another same like device to cut out the stuck part. No device will be returning.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Appendices was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No on which firing(s) did this event occur (1st, 2nd, 12th, etc)? 1st. If echelon, during which stroke did the event occur? 3. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? No. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? The forces are higher during firing process. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes. Is there any other additional information you would like to share about this device or procedure? The jaw was unable to open, surgeon has to use another echelon and fire another one. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.